Event description:
It has been reported to philips that the flexvision pc was not communicating with the system. As a result, the room was down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision pc was unable to communicate with the system. As a part of troubleshooting, the fse analyzed the provided log data but it did not contain flexvision pc malfunction. Further, the fse replaced the flexvision pc, installed software on it and restored backup. After replacement of pc and reinstallation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.